Event description:
It was reported that out of range high voltage lead impedance was observed during implant of a new ICD. With numerous attempts to reconnect and retighten the screws to the device, the out of range values persisted. The issue was resolved by programming to exclude the svc coil. The patient condition was good after the event.